Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 20007) had fallopian tube occlusion insert inserted. The report describes a case of adenomyosis ("adenomyosis"). The subject's previously administered products included for an unreported indication: toradol and oral contraceptive. Concurrent conditions included sedation during medical procedure. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 5 years 6 months after insertion of fallopian tube occlusion insert, the subject experienced adenomyosis (seriousness criterion hospitalization). The subject was treated with robotic hysterectomy (2 devices removed, left was intact.). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the adenomyosis had resolved. The investigator considered adenomyosis to be unrelated to fallopian tube occlusion insert. The reporter commented: during insertion there was adequate visualization of tubal ostia on both sides. The placement status was bilateral, successful placemen on both sides. The subject rated the comfort of undergoing the procedure as excellent. Endometrial ablation was not performed. Decreased satisfaction with micro-insert resulting in hysterectomy (intended removal of devices). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative preoperative ultrasound was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure insertion/removal details provided, including dates. Relevant test added. Subject's heavy vaginal bleeding was formally diagnosed as adenomyosis (heavy vaginal bleeding was deleted, adenomyosis was added). Case downgraded to other event. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hysterectomy performed). Fallopian tube occlusion insert was removed. At the time of the report, the vaginal haemorrhage outcome was unknown. The relationship of vaginal haemorrhage to treatment with fallopian tube occlusion insert was not reported. The reporter commented: decreased satisfaction with micro-insert resulting in hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.